Manufacturer narrative:
The device inspection revealed that the side rail was malfunctioning and required replacement. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
It was indicated that the enterprise 9000 bed was raising on its own. No patient was involved and no injuries were reported. The side rail was malfunctioning and required replacement.

Manufacturer narrative:
Arjo was informed that the enterprise 9000 bed was raising on its own. No patient was involved and no injuries were reported. The evaluation of the device performed by arjo field service engineer revealed a stuck button on the control panel causing the bed functions to move unintentionally. The side rail was replaced which solved the issue. Based on the complaints review it can be revealed that the control panel was not replaced in the past. The bed was manufactured on 25 may 2013 therefore it is 11years old. Following all information gathered, it can be determined that the cause of the stuck button was wear due to its regular usage within years. To sum up, arjo device failed to meet its specification since the button on the control panel got stuck. There was no indication about patient's involvement. This complaint was assessed as reportable due to allegation of unintended movement.